Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advised patient's mother to turn the bluetooth off and then on, close other applications, un-install and then re-install the applications. The issue was resolved as the signal was restored. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined.